Manufacturer narrative:
Film evaluation summary: the exact cause of the alleged reliant balloon rupture cannot be conclusively determined from the pre-implant 3d recon report provided. Films at implant was not returned for review. However, the pre-implant 3d recon report showed that the common iliac arteries near the iliac bifurcation were mildly calcified. It is possible that vessel calcification may have contributed.

Event description:
A reliant balloon was used in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that the reliant balloon burst due to calcification when being used for fixation of the stent graft to the left internal iliac artery. The balloon was replaced with another manufacturer¿s balloon and the stent graft was apposed to the vessel wall. This reportedly resolved the event. The physician stated that the event was caused by patient vessel morphology, specifically calcification. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.